Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the 5mm, 33cm endo metzenbaum scissors (curved) were visually inspected and it was noticed that a piece of the tip on one of the blades is gone. It was also observed that the insert is slightly bent near the proximal end. The probable root cause could be 1.exhorted too much force 2. In proper handling during sterilization the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a 2mm piece of tip broke off the device at somepoint during the case and then disposed of. Furthermore, an inter-operative x-ray was negative. Although there was patient involvement, the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that a 2mm piece of tip broke off the device at some point during the case and then disposed of. Furthermore, an inter-operative x-ray was negative. Although there was patient involvement, the procedure was completed successfully.